Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, the patient underwent kyphoplasty surgery . Post-op, there was no relief from the pain. It was unknown if the pain was due to kyphoplasty procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.